Manufacturer narrative:
(B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a carotid artery procedure on an unknown date and suture was used. The patient was brought back to surgery post operatively twice. The surgeon reported that the suture was intact. The patient was infected and the suture had actually pulled away from the tissue. The graft was re sutured. Additional information was requested.